Manufacturer narrative:
Product investigation is in progress.

Event description:
Had to go to the hospital to remove it (tampon) foreign body in reproductive tract could not get tampon out, hard to pull out complication of device removal. Case narrative: consumer reported via phone that she was unable to remove the tampon. No serious injury reported.

Event description:
Had to go to the hospital to remove it (tampon) [foreign body in reproductive tract]. Could not get tampon out, hard to pull out [complication of device removal]. Case narrative: consumer reported via phone that she was unable to remove the tampon. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.